Event description:
It was reported that during the insertion procedure using the patient's subclavian vein, difficulty was encountered advancing the dilator over the spring wire guide. Finally the dilator was inserted and then the catheter was placed. However, the physician could only insert it about 5cm. As the physician was removing the catheter, the spring wire was cut and a piece entered the body. The piece of wire was removed via the femoral approach using a gooseneck clamp. There were no further complications.